Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from probe one and from the back of the immage immunochemistry system. Customer reported that fluid leaked onto the counter. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak originated from an occlusion within the wash station. The fse cleared the occlusion (a fibrin clot) and flushed the wash station.

Manufacturer narrative:
Evaluation, results: wash station. (B)(4).